Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the power switch was defective causing the alarms not to function, which confirmed the original complaint issue.

Event description:
The provider states the unit has no alarm at start up at 10058 hours.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The provider states the unit has no alarm at start up at 10058 hours.